Manufacturer narrative:
The prime test could not be completed due to faulty force sensor relay. No compromised force sensor system alarm noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the piston on the customer's insulin pump was defective. The self-test was performed and passed. The customer stated the insulin pump was shooting insulin into the tubing before any numbers were shown. The customer reportedly stated this happened with two or three reservoirs. There was no physical damage noted on the insulin pump. The customer's blood glucose was 11 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).